Event description:
Foley balloon would not deflate. Requried invasive procedure to deflate balloon and remove foley cath. Foley had been placed days prior to removal and packaging was not available for inspection. Therefore, lot and other numbers were not present for reporting.